Event description:
The manufacturer received information alleging half of the screen is not working. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.